Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and damage to the insulin pump screen. The customer reported that the insulin pump alarmed watchdog alarm and another alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a black screen and buttons were unresponsive after it has been dropped. Customer also reported that insulin pump screen was hard to read. Customer was unable to confirm if the time was advancing due to black screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was being replaced and was expected to return for analysis.

Manufacturer narrative:
Unable to verify watchdog timeout alarm and no button response due to stuck at full segment display. Problem was isolated to the interface board. Unit was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.